Event description:
It was reported that the customer was hospitalized for high blood glucose . The blood glucose reading was 648 mg/dl. The customer stated that the blood glucose meter first read 53 mg/dl, then in fifteen mins, it read high. The customer declined to troubleshoot the pump. It was stated that the device was functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.